Event description:
Reporter indicated, a vns pt had high lead impedance with systems diagnostics testing. The vns was disabled and the pt was referred for vns replacement surgery and x-rays. No trauma or device manipulation occurred. Vns revision surgery appears likely, but a surgery date has not been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.